Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarms; however, a specific cause could not conclusively be determined through this evaluation. Additionally, evaluation of the submitted images confirmed rescue tape was applied to the entire external portion of the patient¿s pump cable. A specific cause for the damage to the outer jacket of the pump cable could not be conclusively determined. It was reported that the patient presented to the clinic on (B)(6) 2021 with driveline power fault alarms. During the visit, it was noted that the upper portion of the patient¿s driveline was completely taped starting approximately 1¿¿ from the exit site. Review of the submitted images confirmed that tape had been applied to the pump cable portion of the patient¿s driveline, covering the entire external portion. The first controller event log file contained data from (B)(6) 2021 09:55:37 through (B)(6) 2021 14:48:06, per the timestamps. A driveline power fault alarm was active throughout the entirety of the log file. This alarm appeared to be associated with broken power b faults. No other atypical events were captured. Despite the observed events, the pump appeared to function as intended at the set speed. It was reported that the patient¿s modular cable and system controller were exchanged on (B)(6) 2021. Following the exchange, additional log files were submitted by the account for review. The controller event log file contained relevant data from (B)(6) 2021 15:23:40 through (B)(6) 2021 15:30:33, per the timestamps. No atypical events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 5, ¿surgical procedures¿, cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6, ¿patient care and management¿, cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8, ¿equipment storage and care¿, states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 7, ¿alarms and troubleshooting¿, addresses all system alarm conditions, as well as the appropriate actions associated with each condition. The heartmate 3 patient handbook, rev. C is also currently available. Section 2, ¿how your heart pump works¿, and section 4, ¿living with the heartmate 3¿, caution: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 4 of the patient handbook also contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which cautions the user not to twist, kink, or sharply bend the driveline. Section 5 of the patient handbook, "alarms and troubleshooting", addresses all system alarm conditions, as well as the appropriate actions associated with each condition. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2021 with driveline power fault alarms. The upper portion of patient's driveline was completely taped starting from about 1 inch from exit site. Log file submitted confirmed driveline power faults on (B)(6) 2021. The patient¿s modular cable and controller were exchanged. After the modular cable and controller exchange, additional log file submitted revealed driveline fault had cleared. No additional information provided. Related manufacturer report number: controller MFR # 2916596-2021-05131 and mod cable MFR # 2916596-2021-05130.